Manufacturer narrative:
(B)(4) date sent: 06/07/2021 d4: batch # u5ex7h h6: component code = others (g07) device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: before firing, verify that the intended tissue is in the closed jaws of the instrument. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the contour stapler was used for an open sigmoid resection. The sigma was passed under at the rectum junction and the forklift was unconstrained. Placed normal intestinal diameter. After the device was closed the appropriate waiting time observed and the truck closed, then unlocked. There was no apparent leakage. In the further course, a trans-anal anastomosis with a 29er became approx. 4 cm below the dissection site executed. A leak was found during the subsequent leak test. The middle proportion of the row of staples approx. 1/3 was open, the lateral 1/3 were literally stapled. The leak was sewn over manually, and the patient is fine. The procedure was delayed by 10-minutes but successfully completed. There were no patient consequences. The surgeons could not verify which device caused the leak.